Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the stenoscop system collimator shutters would not open completely and show in the image. No patient injury was reported.